Manufacturer narrative:
Investigation summary: no photos and no samples were returned for investigation. The complaint could not be confirmed and root cause could not be determined. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that bd¿ 10ml syringe had faulty ink on outer packet. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ 10 ml syringe had faulty ink on outer packet. No serious injury or medical intervention was reported.